Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the lead tip measuring 47.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-9.5cm from the lead tip. The etfe coating was abraded at 8.5cm from the lead tip.

Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced. The patient condition is fine.